Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned in used condition. Functional testing performed on the open device by inflating the balloon with 150 ml of tap water. A leak was confirmed in three locations on the balloon. Under magnification three punctures were observed in the balloon material. The balloon was cut or punctured by an instrument of undetermined origin. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warning: the maximum inflation is 500 ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide, or any gas. Precaution: avoid excessive force when inserting the balloon into the uterus. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on customer testimony and evaluation of the returned device. Based on the available information, the most likely cause of the event was determined to be unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the previous report was submitted on 09sep2019.

Manufacturer narrative:
PMA/510k # k170622. (B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
After a c-section, pharmaceuticals and uterine artery ligation were used in an attempt to stop bleeding, but were unsuccessful. It was reported that 1700 ml of blood were lost during this period. The operator then placed a bakri tamponade balloon catheter with medical forceps only touching the shaft. The uterus was then sutured. The balloon was inflated with 400 ml of saline without the use of an ultrasound. The balloon was then removed and found to have a pinhole in the balloon material. The procedure was completed by utilizing another device. No adverse effects to the patient were reported as a result of this occurrence. It was reported that the patient recovered well post-procedure.